Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/32years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿second generation cryoballoon ablation for atrial fibrillation in young adults: midterm outcome in patients under 40 years of age.¿ europace (2018) 20, 295¿300. Doi:10.1093/europace/euw395. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter system: there were two (2) patients who experienced access site complications; with extended hospitalization, and one of which required surgical repair. There was also one patient with transient phrenic nerve palsy (pnp) which had resolved ¿completely before the day of discharge.¿ the status/location of the cryoballoon catheter system is unknown. No further patient complications have been reported as a result of this event.